Manufacturer narrative:
This case was initially received via regulatory authority reference number: (B)(4) on 08-dec-2020. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), illness ('various ailments'), malaise ('general malaise'), dysmenorrhoea ('dysmenorrhea') and migraine ('increased migraine symptoms') in an adult female patient who had essure inserted for sterilization. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced illness (seriousness criterion hospitalization). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), malaise (seriousness criterion hospitalization), dysmenorrhoea (seriousness criterion hospitalization) and migraine (seriousness criterion hospitalization). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, illness, malaise, dysmenorrhoea and migraine outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, illness, malaise, menorrhagia and migraine with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. On 15-dec-2020: ha number added to case (and nca). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), illness ('various ailments'), malaise ('general malaise'), dysmenorrhoea ('dysmenorrhea') and migraine ('increased migraine symptoms') in an adult female patient who had essure inserted for sterilization. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced illness (seriousness criterion hospitalization). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), malaise (seriousness criterion hospitalization), dysmenorrhoea (seriousness criterion hospitalization) and migraine (seriousness criterion hospitalization). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, illness, malaise, dysmenorrhoea and migraine outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, illness, malaise, menorrhagia and migraine with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.